Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed failed battery test alarm and low battery alert less than a week. Customer did not recall blood glucose at the time of incident. The battery cap was damaged. Troubleshoot was not performed. Insulin pump will not be returning for analysis.